Event description:
As reported, unit failed with "10v power fail" alert displayed. Unit immediately shutdown without any audio alarms. Vent was not on a pt but failed during set-up procedure. Unit was plugged in and operating on a/c power at the time of incident. Please note, there was no pt involvement in this case.